Manufacturer narrative:
Additional information was provided by the facility: the patient was hospitalized for approximately one month after the tavr procedure. The patient got to move one leg slightly during hospitalization and was transferred to other hospital for rehabilitation.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury (such as perforation dissection of vessels, ventricle, myocardium or valvular structures), and permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intrapericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. Pericardial effusion can be caused by a variety of local and systemic disorders, or may be idiopathic. It can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In tavr patients, it may be caused by guide wire perforations or annular ruptures. In transapical patients, post-operative pericardial effusions are common, most will resolve spontaneously, and some may require intervention. In this case, the cause of the pericardial effusion observed 3 days after the ta tavr procedure cannot be determined, but may be related to the mechanisms described above. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the cause of the embolic stroke found 3 days post tavr procedure may have been caused by the mechanism mentioned above. Other risk factor for stroke include the emergent surgical procedure performed early on the same day to drain the pericardial effusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, a 26 mm sapien xt valve, transapical approach, was successfully deployed as intended. The patient was then transferred to the ICU after insertion of a chest tube. On post-operative day (pod) 3, tte showed a pericardial effusion and possible pericardial tamponade. When the chest was opened to perform drainage, "left lung hyperinflation" was observed and it "covered the opened pericardium." The "hyperinflation" and pericardial effusion seemed to be the cause of the tamponade symptoms. The pericardium was slightly adhered to the lung and adhesiolysis was performed. Then the pericardial fluid was then drained. On pod 4, the patient was extubated and awake. The patient was conscious, but was also found to be "paraplegic." Head CT and MRI revealed a right anterior temporal lobe infarction, but it was unlikely to cause the "paraplegia." It was considered that myelopathy might have occurred due to prolonged circulatory collapse or spinal cord infarction. The cause of series of events and device relationship were reported to be unknown.